Event description:
It was further reported that the 25cm, 70-80% steonosed target lesion was located in the non-tortuous and calcified superficial femoral artery. The physician deployed 12cm of the stent before completing the deployment manually.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, deployment difficulties were encountered. The lesion being treated was located in the superficial femoral artery. The physician advanced a 6x201x130 innova stent delivery system to the target lesion. The physician began releasing the stent, however at about 1200 mm the stent was unable to be fully deployed. The delivery system was taken apart and the stent was fully deployed manually. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: device was received with handle open. Middle shaft moved freely in outer shaft with no resistance. Proximal inner moved freely in middle shaft with not resistance. No kinks or damage were noted on the shaft. Thumbwheel rotated freely in handle half when inserted. Damage to rack distal tooth and handle housing pins were deformed slightly. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the 25cm, 70-80% steonosed target lesion was located in the non-tortuous and calcified superficial femoral artery. The physician deployed 12cm of the stent before completing the deployment manually.